Event description:
It was reported that the pt received 3 strikes on overdischarge. If the implantable neurostimulation (ins) was in overdischarge the physician recharge mode could still recover and display an end of service (eos) if the ins needed replacement. The pt was going to meet with the healthcare provider to do a physician reset mode. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).